Event description:
It was reported that during implantation of an impella cp, the pump would not pass an eccentric piece of calcium in the patient's abdominal aorta. The implant was aborted and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. Root cause of delivery issue was most likely patient condition since the pump could not be inserted due to eccentric piece of calcium that was in the abdominal aorta.